Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 70 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.